Manufacturer narrative:
(B)(4).

Event description:
The physician reported a lead connection issue relative to the subject pacemaker during an implant attempt. Specifically, it was reported that the screwdriver did not disengage when screwing atrial lead. Several attempts were made with incurred the same results. It was indicated that the lead pull test was ok, but it was decided to not implant the subject pacemaker.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported a lead connection issue relative to the subject pacemaker during an implant attempt. Specifically, it was reported that the screwdriver did not disengage when screwing atrial lead. Several attempts were made with incurred the same results. It was indicated that the lead pull test was ok, but it was decided to not implant the subject pacemaker.